Event description:
It is reported that when the surgeon was inserting the locking screw, the head of the screw snapped off. The main body of the screw remains embedded in the pt's bone.

Manufacturer narrative:
Evaluation summary: pt info such as height, weight, and activity level is unk. Cause cannot be definitively determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.